Event description:
The customer used the device to check their blood glucose and obtained a result of 211 mg/dl. Customer then took their pills based upon the reading. About four hours later customer was weak and almost fainted. Emts were called and they checked their glucose on their equipment and the level was 69 mg/dl. Their device was then used and read 207 mg/dl. Customer was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.